Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: gtin is currently unknown. Attempts will be made to retrieve device information. Once available, the information will be provided in future reports.

Event description:
It was reported that the shaver caused a burn to the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: second degree skin burn was found upon removal of the bandage during the postoperative course. Probable root cause: material/design error; manufacturing/assembly error; clogged suction path; use error. The device manufacture date is not known. Gtin is unknown, since device is unknown.

Event description:
It was reported that the shaver caused a burn to the patient.